Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a patient died of periportal gas gangrene. A patient underwent transcatheter arterial chemoembolisation (tace) using dc beads and subsequently presented with periportal gas gangrene near the site of embolisation. This occurred sometime after the date of tace administration ((B)(6) 2020), with increased portal venous gas and peritumoural gas observed. No device malfunction was suspected or reported. The reporter was subsequently informed that the patient died of the periportal gas gangrene event. The date that the patient presented with periportal gas gangrene, as well as the date of death, are both currently unknown. The periportal gas gangrene was assessed as possibly related to the dc bead device by both the reporter and the market authorization holder (mah) in (B)(6).